Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood sugar of 450 mg/dl. The customer reported that the insulin pump had an insulin flow block alarm and had to change the infusion set. The customer noticed the cannula of the infusion set was bent and the tape was not sticking well. Troubleshooting was performed.